Event description:
On 5/24/06 the lay user/pt contacted lifescan alleging that she received assistance from a health care professional because the one touch ultra did not turn on while she was having symptoms of sweating and dizziness. The medical affairs specialist spoke with the pt on the same day to obtain/verify the following info. The pt reported that the power issue started about a month ago and she has not been able to test. The pt stated that the meter has not been replaced per the owner's booklet and did not have a battery to troubleshoot the power issue. The pt usually tests twice a day and manages with diet and exercise only. About 7 am prior to contacting lifescan, the pt developed symptoms of sweating and dizziness but did not take any actions to treat her symptoms. She attempted to test on her meter but it would not work so she called her dr for an appointment. She was able to see her dr around 10am who tested her blood glucose. The dr tested the pt's blood glucose, which was a "156 mg/dl" (unk device) and gave her a turkey sandwich since she has not eaten breakfast. After eating, the pt felt better. About 30-45 minutes later, the pt's blood glucose was retested and got "137 mg/dl." The pt was not given a diagnosis for her symptoms but was advised to go to the emergency room if she does not feel well. The pt also has high blood pressure. This complaint is being reported because the pt was unable to test while experiencing symptoms of sweating and dizziness. The pt sought medical attention from the dr and obtained a blood glucose result; however, the dr did not administer any medications. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.